Event description:
It was reported that 5 6mm x 32g pen needle (ultrafine micro) experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: material no: 320749 batch no: 0008850. Consumer reported he does not feel the npe of the pen needle is appropriately attaching to his pen. Consumer does not prime. Date of event: (B)(6) 2021. Consumer calling back to inform has a 2nd box with same issue.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 6mm x 32g pen needle (ultrafine micro) experienced difficult operation or were not working/functioning. The following information was provided by the initial reporter: material no: 320749, batch no: 0008850. Consumer reported he does not feel the npe of the pen needle is appropriately attaching to his pen. Consumer does not prime. Date of event: (B)(6) 2021. Consumer calling back to inform has a 2nd box with same issue.